Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency/urge incontinence. It was reported that patient was feeling like this zinging in her legs and was told her stimulation was too high. Patient stated she thinks she has an infection at the incision site as it is painful. Patient was advised to contact her clinician for concerns and for advice. Patient was changed from program1 to program 2 and is feeling the stimulation at 1.0.